Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device sound abatement foam. The patient alleged to to develop an unspecified heart issue and headches. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings such as dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Thread like contaminant found in blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigator confirmed there was no evidence of sound abatement foam degradation in the device, but can confirm the presence of contamination in the airpath. Section h6 health effect - clinical code which was missed in previous report was captured. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart issues, and severe headaches related to CPAP device's sound abatement foam. There was no report of patient harm or injury the device was returned to the manufacturer's product investigation laboratory for further investigation the device was returned to the manufacturer's product investigation laboratory for further investigation.dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.evidence of water ingress on the blower and blower box.thread like contaminant found in blower box,slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857. Upon external and internal aspect of the device.there was no errors found. The manufacturer concludes that unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified heart issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.